Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of capture in the bipolar mode. The ipg was reprogrammed to unipolar and remains implanted.